Event description:
Per staff member - when I went to reconstitute herceptin, the genie would not allow me to push diluent into the vial. I was reconstituting three vials. The first vial worked fine with the genie. The second and third vials wouldn't allow me to push diluent into the vials. It has always allowed us in the past. Since I couldn't push diluent through to reconstitute the vial, I had to pull out the genie and respike the vials with the universal clip-on vented vial adapter(#20133-01). Once I respiked the vials with these adapters, I was able to reconstitute the vials easily.